Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that after several attempts the device would not fire. It would close on tissue but would not fire. A new device was opened to complete the case. There was no consequence to the pt.